Event description:
The procedure was a breast implant. The burn was discovered after the pt left the physician's office. The burn was posterior shoulder. The pt plate was placed more medial than where the injury occurred. The deep part of the burn (3rd degree) was 3cm diameter and thinned out extending medially but it was not under the pt plate.